Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. When the patient was brought into clinic, the device was able to pair. No intervention was necessary. The patient was stable.